Manufacturer narrative:
This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 290025mm valve was explanted from the aortic position after an implant duration of 3 years and 7 months due regurgitation. On explant holes in the leaflets were observed. A valve model 3300tfx25mm was implanted in replacement and the patient was noted as to be recovering after the procedure.

Manufacturer narrative:
The device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. If the surgeon does not cut sutures close to the knot, excess suture tails may result in abrasion, perforation, or damage to the leaflet. This may require an exchange of the device. The most likely cause for suture tail abrasion is procedural factors. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause of pannus growth is patient factors.

Manufacturer narrative:
Updated d9, h2, h3, h6 (device codes and type of investigation) the device was returned for evaluation. Customer report of explant holes in leaflets were confirmed through leaflet perforations. Leaflet perforations in the as received condition may contribute to regurgitation. Moderate host tissue overgrowth was observed at the inflow aspect. Minimal host tissue overgrowth was observed at the outflow aspect. Host tissue on the stent circumference was minimal at the outflow aspect. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Three perforations were observed on leaflet 1, a perforation was observed on leaflet 2 and one non transmural perforation on leaflet 3. The perforations were beveled at the outflow aspect, a typical characteristic of those caused by suture tail or fastener abrasion. No sutures or fasteners remained on the sewing ring around all three leaflets, however suture holes were visible. The reported event was confirmed through preliminary evaluation of the explanted valve. The device has been sent for further testing and analysis. A supplemental report will be submitted accordingly once the evaluation has been completed.